Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Water was consumed and an insulin injection was administered. The customer alleged the cause was due to the infusion set. The type of infusion set use was not reported. Customer declined to provide further information.